Event description:
It was initially noted on (B)(6) 2014 that the patient had a bone scan done about 3 weeks prior to the report and turned their implantable neurostimulator (ins) turned off for the scan. After the scan the patient didn¿t turn the stimulation on right away because they wanted to see if they needed the stimulation. It was noted that the patient was still leaking like they did before. When the patient turned on the stimulation it was very painful in the vaginal area and gave them a stinging sensation down below. The patient turned down their stimulation and turned it off. It was noted that when the patient turned off their stimulation they thought it was at ¿6. Something¿. The patient turned their stimulation to 1.0 and then turned it down to 0.0 and increased it until it was strong but comfortable and it was noted that the patient was on program 3 at 0.95. It was noted that around 0.85 or 0.9 volts the patient started having pain down below. The patient was going to leave the stimulation at this level and track their symptoms. The patient was going to see their doctor on (B)(6) 2014. It was noted that the patient had their device implanted and a bladder surgery around the same time. Since then the patient had pain in their leg. It was noted that it could have been sciatica pain but the patient was unsure. The patient didn¿t feel like the pain in their leg was from the device. It was further reported that the cause of the event was that the patient deactivated their device. It was noted that the patient was getting urge incontinence with the event. The patient did not require hospitalization and the patient outcome was no injury. Information received later indicated that patient was still having concerns regarding their device or therapy but was working with manufacturer representative or the healthcare provider. The patient's appointment was scheduled on (B)(6) 2014. Additional information received on (B)(6) 2014 noted that the cause of the event was unknown. Device moved from original implant area. The battery pack had flipped on its side (dislodged). One lead was ineffective. Ins (implantable neurostimulator) inversion (flipping) was noted. Lead/extension dislodgement/migration was noted. Reprogramming (B)(6) 2014: discovered battery pack changed in position and one lead ineffective. The patient was scheduled to follow up with doctor to have revision. Signs and symptoms included: tolerable stimulation to right (up arrow) leg and heel area. Hospitalization was not required.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v786297, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v786297, implanted: (B)(6) 2011, product type: lead. (B)(4).